Event description:
On (B)(4) 2012, a spontaneous report by a registered nurse (rn) was received from a company rep regarding a female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). On (B)(4) 2012, add¿l info was received from the nurse. Based on the info received, the case was upgraded due to unexpected severity. Medical history included skin cancer on the face, which was removed, and a previous injection of restylane (cross-linked hyaluronic acid dermal filler) on an unk date to the nasolabial folds and lips, without problems. The pt¿s skin type and concomitant medications were unk. The pt received an injection of perlane (volume injected not reported) from a 1 ml syringe on an unspecified date in (B)(6) 2012 (reported as ¿around a week ago¿ from the date of the report) to the marionette lines. It was unk if the pt received any pre-procedure medications or if any add¿l procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2012 (reported as ¿about 3-4 days later¿) after the injection, the pt called the injecting clinic to report that she had developed redness, swelling, and ¿heat or fever¿ in her cheeks, ¿like an immune response¿. The physician advised the pt to place warm compresses on the area. On an unspecified date in (B)(6) 2012, the ¿area got worse¿ and the pt was evaluated by the physician. The physician noted that there was ¿some sort of reaction¿ and the area was red, swollen, hot to touch, and had pus drainage. The physician made a tiny incision and drained the pus out. The pus drainage was then sent to the lab for analysis. On (B)(6) 2012, the results of the analysis of the drainage revealed elevated white blood cells (wbc). On (B)(4) 2012, add¿l info was received from the rn. The events of insomnia, implant site nodule. And implant site pain were added to the case. The pt was (B)(6) at the time of the event. The rn confirmed the pt¿s medical history included skin cancer on the face, which was removed and that the pt had received a previous injection of restylane on an unspecified date in 2011 to the nasolabial folds and lips, without problems. The rn reported she was ¿not sure¿ what the pt¿s skin type was and that ¿the pt would definitely burn before she would tan, but was not really pale and that she was comfortable with fitzpatrick ii¿. Concomitant medications include pravastatin and celexa (citalopram hydrobromide) (doses were unk). The rn confirmed that the pt received a 1 ml injection of perlane on (B)(6) 2012 to the marionette lines (0.5 ml to each side). Prior to the perlane treatment, the pt received cryotherapy via ¿a machine that blasted the area with cool air¿. No add¿l procedures were performed at the time of the implantation. On (B)(6) 2012, the pt developed pain, swelling and redness of her face and ¿heat/fever¿ in her cheeks. The pt was unable to sleep due to the pain. The pt applied ice packs to the area for comfort, with no relief. On (B)(6) 2012, the pt called the injecting clinic to report the events and a physician from the clinic prescribed keflex (cephalexin). On (B)(6) 2012, the pt was evaluated by the physician and the swelling, redness, and ¿heat/fever¿ in the cheeks was noted to be equal throughout both sides where the injections were placed. The physician cultured pus obtained from an incision and drainage of the areas and massage on the areas. On the evening of (B)(6) 2012, as the pt was massaging the areas and using the warm compresses, ¿pus shot out¿ of both sides and the pt then felt better. The rn reported that ¿it was like cells; no organisms or growth were observed. The rn reported that the physician was ¿flabbergasted¿ as to what was going on and that at first he presumed the pt had a methicillin-resistant staphylococcus aureus (mrsa) infection, but when cultures came back negative he thought it was a reaction to perlane or that the perlane was ¿contaminated.¿ the pt was evaluated by the physician again on (B)(6) 2012. Pictures of the pt were taken. The rn reported that, based on her observation of the pictures from that visit, the areas were still red and swollen ¿with knots¿. As of (B)(6) 2012, the rn was unsure if the pt¿s symptoms had resolved. The rn planned to check on the pt¿s status. The rn¿s opinion of causality was that the perlane treatment caused the reported events. The rn assessed the severity of the events as moderate, ¿as the pt couldn¿t go out in public and couldn¿t sleep because it was so painful¿. Company comment: the event of unable to sleep due to pain has been assessed as not related to treatment. On (B)(4) 2012, add¿l info was received from the rn. As of (B)(6) 2012, the pt¿s redness, swelling, ¿heat/fever¿, knots and difficulty sleeping due to pain were improving. It was unk if the pt continued to have pus drainage with elevated wbcs. The pt had not been medically evaluated since (B)(6) 2012, and no further treatment, beyond keflex, zyvox, massage and warm compresses had been rendered. A follow up appointment with pt had not been scheduled. The clinic had left a message with the pt requesting that she call to schedule a follow-up appointment. The lot number and expiration were 11247-2 and june-2013, respectively. (B)(4).